Event description:
As reported by the user in (B)(6), a pt of unknown age and gender presented for hemodialysis with an evenmore chronic hemodialysis catheter implanted at unknown date. The physician noted that there was a leak near the bifurcate on the proximal side of the catheter. The catheter was successfully replaced without complications with another new of the same device. The reported defective device was disposed of by the user. There was no report of pt harm or injury due to this product problem. The pt was reported to be "ok" after the dialysis catheter exchange.

Manufacturer narrative:
A review of the lot history records was performed for the packaging and component lots obtained through a ship history report for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Although the device was reported disposed of by the user, an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).